Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report the device was delivering 11 joules and prompted to remove device from use. In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report the device was delivering 11 joules and prompted to remove device from use. In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.